Event description:
It was later reported that the event was an allergic reaction, not an infection. It was uncertain if an allergy test was performed. The patient experienced sedation and mental status change. Steroids helped the symptoms but as soon as the steroids were stopped, the symptoms came back. The catheter was removed from the intrathecal space. The patient went to a different hospital and the outcome was unknown to the reporter.

Event description:
Possible pump/catheter system complications and a potential intrathecal infection were reported for a drug infusion pain pump. The pt's status was undetermined at the time of the report. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).